Manufacturer narrative:
Updated fields: a2. Corrected fields: b1, b2, d, d10, g, g2, g4, h6. Clinical codes and component code and investigation codes. D10: (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 7 years and 6 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.